Event description:
While facility services was conducting weekly generator tests the infant ventilator shut down. The baby was bag/mask ventilated until respiratory therapist arrived to reset vent so baby could be re-connected.